Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. Subsequent measurements in bipolar configuration were within normal limits. The device remained in unipolar configuration. No adverse patient effects were reported. The lead remains in service.